Event description:
Dr began cauteries around sternal wires and the rem alarm sounded and interrupted cautery operation. Two esu's were being used simultaneously. Esu's pad was changed as well as cautery pencils. Rem alarm stopped.